Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke at the time of knotting in suture the ruptured end of extensor carpi ulnaris tendon, leading to tendon anastomosis failure. Another like suture was used to complete the procedure. There were no patient consequences reported.